Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 4 failed to open. The field service engineer (fse) found that door 4 had failed. An intravenous (IV) bag had fallen behind the tray, jamming the door. The medication bag was secured, contacts were cleaned, and all connections were secured. The door was tested in hardware test application (hta), and the pharmacist verified normal operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 failed to open and produced a whirring noise, indicating an attempt to open but was unable to do so. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.